Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was service technician. It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00410) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00412). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00412).

Event description:
On 27th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the paint was damaged on the fork. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.